Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to reset (B)(6), remove and re-install the g5 application, and enter the transmitter ID manually, which was successful. No additional patient or event information is available.